Manufacturer narrative:
(B)(4). Physio-control went to the customer's site to attempt to evaluate the device; however, the device was not made available to physio-control and no evaluation was performed. The customer later notified physio-control that there was no issue with the device, and the issue was isolated to a modem that was connected to the device. No further details were provided by the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly while they were on a call. There was no report of patient use associated with the reported event.